Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The cable was replaced. The system then passed a system checkout. The power data cable was returned to medtronic for analysis. Analysis revealed that as reported, the cable jacket had separated at the lemo connector and was heavily taped over. A continuity test also revealed an open at pin 4 of the usb cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the coating of the external power data cable was damaged. The cause of the damage was not known. There was no patient involved when this issue was discovered.